Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection found that the spike was broken and separated from the rest of the set. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was unable to be determined. In order to address and further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an access set separated from the rest of the device. The step of setup or therapy during which this occurred was not specified. Patient involvement is unknown, though there was no report of patient injury or medical intervention associated with this event. No additional information is available.